Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. Evaluation performed downstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor scale. Force sensor scale calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of downstream occlusion sensor at less than 2psi(pounds per square inch) during unspecified process . There was no report of patient injury or medical intervention associated with this event. No additional information is available.